Event description:
It was reported that the implant was removed because of pain secondary to arthritis of the glonoid.

Manufacturer narrative:
Correction: d9 product available to stryker. G1 reporting contact. H6 method code. D1 (parent) as reported product details. The reported event was not confirmed since the device was not returned for evaluation and no other evidence were provided. A device inspection was not possible since the affected device was not returned. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the implant was removed because of pain secondary to arthritis of the glonoid.